Manufacturer narrative:
H3 other text : device not returned to manufacturer.

Event description:
The manufacturer received information alleging a ventilator inoperative condition occurred. The ventilator was switched out without any incident. There was no harm or injury reported. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported receiving information alleging a ventilator inoperative condition occurred. The ventilator was switched out without any incident. There was no harm or injury reported. The system board and blower motor were evaluated by the manufacturer's product investigation laboratory (pil) and found the system board and blower motor functioned as designed and operated without issue or error codes.